Event description:
A letter was received from a consultant ophthalmic surgeon who reports consumer had bilateral contact lens keratitis. The keratitis in the right eye may have been bacterial. The keratitis on the left was somewhat unusual and probably related to fusarium. The contact lenses on both the right and left grew fusarium solani. The consumer settled pretty quickly with appropriate therapy, and his corrected acuities with spectacles are 6/6 and 6/7.5 right and left respectively. There are faint scars present on the cornea in either eye. No further information or any medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.